Manufacturer narrative:
Initial and final (B)(4) - device 3 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced five infusion set adhesive issues on (B)(6) 2026. The patient reported infusion sets came off and tape was not sticking. No further information is available.